Event description:
It was reported that a malfunction alarm appeared. There was no available information on the impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information and helping them reset the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if the malfunction code recurred.